Event description:
Distal male luer connector of carefusion primary IV administration tubing set does not secure to PICC. Connectors would not tighten and the tubing would fall off. I also was informed of two additional occurrences of the same issue, however, no further details about those incidents are available.